Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system found outside of procedure it was reported that the clinical specialist (cs) was onsite addressing two other cases. He tested this system in addition to the other one onsite and when trying to take a test spin, the system was not seeing the imaging system's trackers. The reference frame and probe were seen in the tracking view. He tried moving the system closed and further away from the imaging system with no resolution. In the set-up equipment screen, there was a green line indicating that the systems were communicating. Troubleshooting was done at the time of the event. Using the other navigation system, the cs was able to see the tracker and instruments. The imaging system tracker had a geometry error of 0.08. The cs tried wiping down the trackers with no resolution. He logged into admin and opened up the network device interface (ndi) toolbox and saw that the camera and position sensor had no faults. The cs tried rebooting the system with no resolution. He checked the memory capacity of the system and the system was still not seeing the trackers. He checked the memory capacity of the system and it had available space. The cs moved the camera to the other side of the imaging system and the navigation system was not seeing those trackers as well. He rebooted the imaging system. The cs moved the second navigation system that was in the room out of the room this resolved the issue. The cause was due signal interference between the cameras on the two navigation systems. No patient was present at the time of the event.